Manufacturer narrative:
Date of report: 29sep2021.

Event description:
The customer reported the battery will not charge. Patient/user involvement information is unknown however no patient or user harm was reported.

Manufacturer narrative:
A battery was returned for failure analysis. Visual inspection observed no anomalies. Failure investigation was performed; the battery could not power the ventilator. The customer complaint is duplicated. The root cause cannot be determined without opening the battery package. The unit will be returned to the manufacturer for analysis.

Manufacturer narrative:
The authorized service provider (asp) confirmed the battery charging light was not on and the battery not charging. There was a check battery vent error. The asp replaced the battery, and the issue was resolved.